Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber revealed the fiber was broken in two pieces. The fiber tip was good, the light exiting the connector face was bright and round. When connecting the fiber to the console, the following message was displayed: treatment used: 0 treatment left: 1. It is likely that procedural handling of the fiber during set up and use contributed to the fiber break. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure, the fiber was damaged. The procedure was completed using another fiber without patient complications. Analysis of the returned fiber revealed the fiber was broken in two pieces.